Event description:
It was reported that during the implant procedure the left ventricular was placed and then had dislodged. It was also reported that the lead was difficult to extend and retract and it would not deploy easily as it kept jumping out. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.